Manufacturer narrative:
E1 - phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a broken toggle switch during inspection for use involving an olympus maintenance unit. There was no patient harm reported.